Manufacturer narrative:
Approximate age of device ¿ 6 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. On (B)(6) 2016, the patient was diagnosed with sepsis, and was positive for bacteremia and serratia marcescens. It was reported that it was unknown if the source was a urinary tract infection or an infection associated with the lvad. It was reported that the patient had a history of chronic driveline infection, and that cultures were positive for klebsiella, serratia, and candida. The date of diagnosis was not provided. The patient was treated with IV and then oral antibiotics. It was reported that the patient expired on (B)(6) 2017 under hospice care due to systemic infection, and that antibiotic treatment was ongoing until the patient¿s death. It was reported that the outcome was not related to lvad therapy, and that the device was operating as expected. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported driveline infection and subsequent outcome could not be conclusively determined. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.